Event description:
It was reported that pump experienced malfunction with code malf 16, with no notable events occurring beforehand and customer¿s pump identified as included in a field correction. There was no adverse impact to the customer¿s blood glucose level. Customer had not received field correction notice, so technical support confirmed or updated contact information, resent the notice, completed the form on customer¿s behalf, provided instructions to reset pump, assisted with reset, confirmed malfunction did not recur, advised that pump use could continue, and instructed customer to call back if malfunction code returned, which customer acknowledged and understood.